Event description:
It was reported that the right monitor on the 9800 system "flickers". There was no add'l info provided. There was no report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. Identified the need to replace the high voltage cable. High voltage cable replaced. The system was tested and found to be working as intended and placed back into service.